Event description:
A malfunction was reported with a displayed code, which did not result in any adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any further issues arose.